Manufacturer narrative:
(B)(4).

Event description:
It was reported that hex driver did not fit correctly, did not release. Surgery delay five minutes. Doctor could complete surgery by using another driver.

Manufacturer narrative:
One zimmer latchlock hex driver was returned for inspection. Visual examination revealed that the product shows minimum signs of wear consistent with use. The number printed on the device reads ¿63565581¿. This number does not match the reported number (63716081) for the tsv kit, nor does it match the lot number for the rhd2.5 driver that is packaged in this kit (63542171). Returned device was examined visually by the naked eye and through magnification. The product was functionally tested and found to assemble and disassemble with a mating implant mount and hex feature as normal. This product had a different lot number printed on it than the reported kit, and the device passed functional testing. However, because the reported lot number falls within the scope of the recall, and the reported event matches the criteria of recall, the complaint is considered confirmed for the purposes of capturing all possible deficient devices.a product quality hold was issued for the affected lots within the lower level lot 63542171. Hhed17-023 was initiated to further evaluate a similar event. As a result, hhe 2017-351 was initiated, and CAPA (B)(4) was opened. CAPA (B)(4) was closed to scar 17038 for veridiam allied swiss. Scar 17038 was reviewed and addressed the reported device malfunction. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. The complaint indicated device malfunction. The complaint is therefore confirmed. A root cause was determined for this complaint: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. A product quality hold was issued for the affected lots within the lower level lot 63542171. Hhed was initiated to further evaluate a similar event. As a result, an hhe was initiated, and corrective action preventive action was opened. The CAPA was closed to a scar for veridiam allied swiss. The scar was reviewed and addressed the reported device malfunction. A voluntary recall has also been initiated against the lot. Recall - 2023141-10-04-2017-002-r. As distribution of subject product has been discontinued, no further corrective actions are required at this time. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.